Event description:
The "jcaho" has created a "do not use" list of abbreviations and symbols in an effort to improve patient safety. The abbreviation (ug) for microgram is not recommended. The recommended abbreviation for microgram is(mcg). The baxter ipump 2l3107 and 2l3107r uses the (ug) abbreviation in their pump software. Baxter has recently announced that they are working on a software update to improve the use and performance after years of complaints. Baxter has stated that they will not use the (mcg) abbreviation in their software update for this pump. They will continue to use the (ug) despite a possible thousand-fold error.